Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. A manufacturing record review was conducted. Results revealed there were no related nonconformity reports. The product was manufactured and released according to specifications. A search on complaints related to this production order (po) was conducted. The search resulted in no additional complaint related to the po. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned sample, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Event date: exact date of event is unknown, patient experienced flicker or shuttering effect since the surgery 10 months ago. Explant date: if explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had zcb00 intraocular lenses (iol) implanted in both eyes and the surgery was uneventful. Patient has been complaining about a flicker or shuttering effect. The flicker or shuttering effect has been stable since the surgery 10 months ago and there has been no improvement. Reportedly, patient's left eye has more flicker or shuttering effect. The patient was counseled to allow further healing and lens stabilization within the capsular bag. There is no plan to explant the lens at this time. Reportedly, doctor may try a piggyback procedure. No further information was provided. This report represents the lens implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.